Event description:
Per the clinic, the patient experienced a soft tissue overgrowth on the abutment and underwent a skin revision surgery on (B)(6) 2016. The patient was treated with topical steroids for 7 days (specific date not reported); however, the issue could not be resolved. The patient underwent another skin revision surgery on (B)(6) 2016 in order to trim and clean the soft tissue. The implanted device remains.